Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 391 mg/dl. The customer stated that she received an alarm at 5 o clock and the pump was not doing anything. The customer stated that the pump was on her body while she walked into the living room. Customer was advised to discontinue use of the device and to revert to a backup plan.